Manufacturer narrative:
Device analysis report is attached. This report is submitted on aug 11, 2021.

Manufacturer narrative:
This report is submitted on june 1, 2021.

Event description:
Per the clinic, the patient experienced a loss of hearing performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.